Event description:
The customer reported the ortho provue analyzer is posting ? Or 1+ reactions while performing antibody screen tests. Visual inspection of the processed cards shows a larger than expected red cell button or very faint agglutination above the red cell button. Erroneous results were not reported, as the results were questioned by the health professional. Alternate testing in manual gel method was negative. If the incident were to recur undetected with blood grouping tests, it may lead to erroneous results and the possible transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The ocd field service engineer found debris floating in the syringe. The fe replaced the syringe and performed the necessary adjustments to the reagent camera to return the instrument to expected operation. The customer indicated that repeat testing using manual gel test and the provue showed acceptable negative results with the affected samples. Gel card performed as expected. This customer has not logged any similar complaints gel cards since this incident.